Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states. For related cases of the one or a combination of three possible systems used, see patient identifier: (B)(6).

Event description:
The patient's mother tested herself on an unknown date and she received the following results on one or a combination of three possible mobile systems within 10 minutes: 12.0 mmol/l, 10.0 mmol/l, and 5.0 mmol/l. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.